Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the blue center piece on the dome cover has fallen off. There were no reported injuries or adverse consequences.

Manufacturer narrative:
On 22 may 2025, it was reported by the technician that the blue dome cover had separated from the rest of the light-head. The reported component was the top-level chromophare system. The actual affected component was the light-head, pn 83171. The cover was replaced with a new 1-piece dome cover. This resolved the issue. There was no patient involvement, impact, or adverse event reported. The most likely root cause is normal wear, as this device has been in service for 10 years and the affected component was a legacy berchtold product. This complaint does not exceed any thresholds and will continue to be monitored.

Event description:
It was reported that the blue center piece on the dome cover has fallen off. There were no reported injuries or adverse consequences.